Event description:
During a device replacement procedure, the atrial and ventricular leads were unable to be disconnected from the pacemaker. The physician elected to cut the leads to explant the pacemaker and will implant a new pacemaker system on the patients opposite side. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not untighten both the atrial and ventricular setscrews to remove the leads was confirmed. Analysis revealed that calcified blood was filling both the a- and v- setscrew insets. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrews. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew insets a wrench could then be fully inserted into them and engaged the setscrew insets and untightened the setscrews. The leads could then be removed from the a- and v-connectors. The blood came through holes punched through the septums by the torque wrench at time of implant.